Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0205841868, implanted: (B)(6) 2012. Product type lead g3. Country: (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had a fall on their back a few weeks ago and their urinary symptoms returned. The patient requested their system be checked. The health care provider (hcp) viewed the lead on the x-ray and it appeared intact and looked ok, but on interrogation with a clinician programmer on (B)(6) 2016, electrode 3 was shown to be out of range. The patient had a suspected broken electrode. This electrode was being used in the patient's program and the battery came up with reduced longevity notice. The manufacturer representative reprogrammed to exclude electrode 3 from their program options and they would see how they went. The battery was (B)(6) so it was coming up for replacement anyway. The hcp instructed the patient to see how they went on the new programming and to follow-up in 6 months for another review. The lead remained implanted. No surgical intervention occurred and it was unknown if surgical intervention was planned. The patient was alive with no injury and the issue was not resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.